Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510600, product code nek was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 7510600, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal fusion procedure using rhbmp-2/acs, an interbody cage and screws. Several months post-operatively, the patient was experiencing pain. Radiographs demonstrated osteolysis. A revision surgery was scheduled. No additional information was provided.